Event description:
A report was received from the USA stating that the device has a cracked cover. It is known that this event did not occur during surgery. It is unknown if there was any injury or medical intervention. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).